Manufacturer narrative:
Based on the age of the complaint, a full investigation may not be able to be completed. It is also unknown if this complaint was previously reported to arrow or codman. If further information is obtained, it will be filed in a supplemental report. Infection is a known complication as listed on the labeling of the arrow/codman 3000 device. At this time, it is unknown the exact treatment course for the patient; however, the low flow model (which was used by this patient) is indicated and typically prescribed for intrathecal delivery of medication to treat either chronic pain or spasticity. It is unknown the exact relationship between the infection and pump. The date of the occurrence of the infection is currently unknown. The manufacture and sterilization of the model 3000 is no longer located where this particular device was produced. There is currently no trend to suggest a field nonconformance with the model 3000.

Event description:
Device tracking card was returned, stated pump "got infected, removed."

Manufacturer narrative:
Updated information provided based on returned information from physician. Exact explant date is unknown and estimated based off of provided information. Since the infection occured approximately 20 years after implant, this is suggestive that there was no sterility issue with the device as manufactured. Infection is a known adverse event as listed on the labeling of the codman 3000 pump. The manufacture and sterilization of the model 3000 is no longer located where this particular device was manufactured. There is currently no trend to suggest a field nonconformance with the model 3000.

Event description:
Explanting physician provided additional information after initial report: patient was seen for surgical site inspection after noticing infection. Patient had been taking morphine, 35 mg/ml, intrathecally via the pump. Pump was surgically removed and patient was placed on oral medication for pain management. No further information was provided.